Manufacturer narrative:
The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the device was explanted on (B)(6) 2019 due to premature battery depletion and was replaced by a competitor's device.

Event description:
It was reported during ongoing use, that the device was explanted due to premature battery depletion, and was replaced by a competitor's device. Additional information-rep confirmed the device is not available for return, as it was discarded.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.